Event description:
The customer contact reported a disconnection. On (B)(6) 2013 at 0830, the extension tubing set was connected to the patient's peripheral arterial line catheter. The extension tubing and arterial catheter was being used to deliver 0.45% sodium chloride with heparin 1u/ml, at a rate of 1ml/hr, via a plum pump, for the purpose of routine monitoring of the patient's arterial blood pressure. At 1030, the nurse noted that the waveform on the transducer was dampened. At this time, the nurse evaluated the arterial line and the catheter site and noted blood. The nurse broke down the dressing and noted that the extension set had disconnected from the catheter. At this time, the nurse indicated that about a 2ml blood loss was noted. The nurse reported that the 2ml blood loss for this patient was significant. The nurse reported that, "the site had to be taken down to the IV catheter hub and retaped - nearly losing the IV site in the process." There was no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.